Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, following closure of the right femoral artery pain was felt in the right groin and hip area. The patient resumed yoga exercise and the pain subsided. Approximately one year after the closure procedure, on (B)(6) 2010 the patient was doing squats and streches and felt pain in the groin and hip area. The patient feels she may have an allergy to the metal in the clip; however, no metal allergy has been confirmed. No medication has been given for pain. There were no reported adverse patient sequela. Though requested, no additional information was provided.